Event description:
It was reported that the patient states that after her revision for device migration it was working 'fine' and then it started sending impulses to wrong places, toes to knees, muscles in thigh, in her calf and twitching. The issue began suddenly in 2009 per caller. It was noted that the patient at no point reached out to her healthcare provider. It was noted last contact was in 2008. The patient states she lowered her 'intensity' (voltage) at this time. Eventually, the patient reports she turned implant off all together and it has been off for 4 years. The patient notes she has had other health issues and she has been busy with those rather than her stimulator. Lately she has developed more serious health issues (lupus, kidney issues) and the patient cannot do an MRI. The patient notes that the last 2 years that the device has been hurting her. The patient says there were all kind of things happening where the leads were. They burn, hurt and it feels like they were stuck somewhere. The patient states she was looking for a doctor to remove her implant and she spoke with an manufacturer representative two months ago about it.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot # v062019, implanted: (B)(6) 2007, product type lead; product ID 3093-33, lot # v062019, implanted: (B)(6) 2007, product type lead. (B)(4).